Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with the programmer, did not respond to a magnet, and did not appear to be functioning.